Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the subject device, and there was no abnormality of the subject device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined, because omsc could not confirm the phenomenon. Omsc surmised that the reported phenomenon was that the endoscopic image was not stable when electrocautery knife was used. Omsc re-evaluated the reported event and confirmed that there was no MDR reportable malfunction.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) will start evaluating the device. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during laparoscopic rectal resection with the subject device, a horizontal line noise appeared in the endoscopic image of the subject device when the user output the hf generator esg-400. The user replaced the device with ltf-s190-10 to complete the procedure. There was no abnormality the endoscopic image of ltf-s190-10. There was no report of patient injury associated with the event.